Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient implanted on an unknown date with pfna nail returned to surgeon for routine follow up visit on an unknown date. It was discovered the pfna nail was partially broken up to the distal locking. Patient was returned to operating room on (B)(6) 2012 for removal of the hardware. Patient was revised to a long gamma nail.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.